Event description:
On (B)(6) 2012, customer reported a 2-3 ml liquid leak around the left side of the dxh 800 instrument that was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the aspiration probe was partially occluded. The probe was replaced and unit operation was verified. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).